Manufacturer narrative:
(B)(4). Method: the subject device, ojr410 optiflow junior 2 nasal cannula was returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility and our knowledge of the product. Results: evaluation of the returned device revealed the tubing was stretched and detached from the cannula end. It was further observed that the tubing was also detached from the connector end (swivel grip). Conclusion: based on the evaluation of the returned device, information provided and our knowledge of the product. As part of the manufacturing process, all optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails specifications is discarded. In addition, representative samples from each batch are functionally tested to assess retention strength between the assembled components. If there are any failures the entire batch quarantined for further investigation. The user instructions which accompany the ojr410 optiflow junior 2 nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "appropriate patient monitoring (e.g., oxygen saturation) must be used at all times. Failure to monitor the patient may result in loss of therapy, serious harm or death." - "ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "do not stretch the cannula on application, this may cause increase pressure to the patient's skin. If necessary, the cannula may be repositioned."

Event description:
A distributor in japan on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410 optiflow junior 2 nasal cannula was detached from the cannula end. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan on behalf of a healthcare facility reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr410 optiflow junior 2 nasal cannulas were detached from the cannula end. There was no reported patient consequence.